Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient had an implant for 10 years but the leads stopped working on the left side and they were now going through the evaluation again. The patient had a history of bladder pain, twitching, no control of urine, and had gastric bypass. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# unknown, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: lead. In the previous reg report 2 leads were reported. However after the updated information it was determined that the patient only had one lead. The model and serial numbers of the ins and lead are updated in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's last ins was replaced because the lead wires broke and her ins was dead. Patient reported that the revision date was (B)(6) 2018.